Manufacturer narrative:
(B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reported a need to change a resurfacing hip prosthesis implanted in 2005 due to increasing destruction of acetabular bone because of implant-associated metallosis with increased metal ion levels in the blood (chromium 3.15 ug / l, cobalt 6.94 ug / l). The pronounced destruction of the bone required an acetabular reconstruction with a modular revision implant. The histology/pathology report from the revision surgery was reviewed. The note indicates foreign body reaction as well as metal-on-metal wear. During the biological examination, one of the three samples showed (B)(6) during enrichment, however, the note indicated the result is initially being evaluated as a contamination of the sample. Doi: 2005; dor: (B)(6) 2021: hip unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Examination of provided x-ray images finds nothing indicative of a product problem. It was not possible to conclusively confirm material wear using the images. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. A DHR (device history record) review or complaint database search for this individual asr component will be carried out at this time.